Manufacturer narrative:
The field service engineer replaced the ise housing, the ise sipper probe, an ise circuit board, valves, and electrode cables. He was able to calibrate and run controls on the analyzer several times, yet the issue appeared to return the next day. Ise alarms re-occurred. The field service engineer performed additional troubleshooting by swapping the chloride electrode lead with the potassium electrode lead and the issue followed the electrode lead. He noticed damage on the chloride electrode cable coming from the chloride electrode to a printed circuit board. He replaced the chloride electrode cable. He also noticed microbubbles in the pinch tubing. He adjusted the sipper nozzle and lowered the rinse well volume as it was too high. He moved the rinse well and adjusted probes. The issue was resolved after these service actions. There have been no other issues of the same nature at the customer site within the past 12 months.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they were getting multiple ion selective electrode (ise) errors on the cobas 6000 c (501) module - c501. The customer had an issue with quality controls, so she decided to calibrate, receiving numerous alarms. The customer was instructed to run an ise check and confirm that air was removed from the sipper syringe. After this, the ise check passed. The customer was then able to calibrate and run controls without issue. The customer called back later and said that she believed the issue was resolved until she began to run patient samples. Two patient samples had erroneous initial results for ise indirect na for gen.2 (sodium). The erroneous results were not reported outside of the laboratory. The initial results may have been accompanied by data flags, but the customer could not confirm this. The samples were repeated and the repeat results were believed to be correct. The first sample initially resulted as 177 mmol/l and repeated as 143 mmol/l. The second sample, from a 35 year old male patient born on 07/03/1982, initially resulted as 173 mmol/l and repeated as 141 mmol/l. The patients were not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer exchanged a circuit board and checked both external and internal instrument voltages. He performed ise checks with other laboratory equipment both in operation and off. He performed multiple ise calibrations, quality control runs, and patient runs. Analyzer troubleshooting is ongoing.